Event description:
Spontaneous report. (B)(6) home health nurse called regarding curlin pump malfunction. Pump will not turn on at all; only shows a blue screen. (B)(6) is unable to switch to a different screen, or turn pump on or off. Batteries were changed out and pump screen did not change. Advised new pump will be needed. Pt is unable to infuse today, and 2 day infusion was moved to tomorrow and thursday. No clinical harm or injury has resulted from malfunctioned pump; pt is experiencing no symptoms and will have infusion tomorrow. Home health nurse did have gravity tubing on hand, but with pre and post hydration infusion would have lasted much longer. She determined it would be best to infuse starting tomorrow with arrival of new pump. Malfunctioned pump is available for investigation, and return was set up for pharmacy to retrieve. No additional information provided. Reported to cvs/caremark by: patient/caregiver.